Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the gastro-duodenal artery (gda) using ruby coils. It was noted that the patient's anatomy was tortuous. During the procedure, the physician successfully deployed and detached another manufacturer¿s coil in the gda using another manufacturer¿s microcatheter. While attempting to place a ruby coil in the gda using the same microcatheter, the ruby coil looped out the gda; therefore, the physician decided to adjust it. However, on the third adjustment, while attempting to fit the ruby coil into the gda, the ruby coil unintentionally detached from the pusher assembly; the physician did not mention resistance prior to the ruby coil unintentional detachment. The physician then used a snare device to removed the detached ruby coil from the patient and the procedure was ended at this point.